Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a cardiac arrhythmia diagnosis procedure. The procedure was completed using an alternative system. It was reported to philips that the system was unable to perform fluoroscopy. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found an internal inverter fault and high voltage error in the generator's point module, which caused excessive voltage and prevented screening and requested onsite support. To resolve the issue, the philips field service engineer (fse) replaced the point module in the generator and performed adaptation, calibration, and verification of the system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.